Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, device affected by power surget and bio identification was not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device biometric identifier was not working. The technical support specialist (tss) confirmed csc troubleshooted that the station had been offline in rss for nearly four hours. After remoting into the server, the tss was able to ping the station successfully; however, attempts to map services from the server were unsuccessful. Efforts to map the station's c drive to locate logs also failed. The tss then deployed the rss reset services package, but it remained stuck in queue status. As a result, the case has been escalated to fse support for further investigation into device connectivity. The tss confirmed checked with customer through teams, he said the case was sorted and the issue was resolved, agreed on case closure. The system functioned as intended after the technical support specialist investigated the issue.